Event description:
The patient was electively scheduled to have a mic-key conversion from a peg tube. A teenage male consulted for pediatric surgery for gastrostomy tube (g-tube) placement during a recent admission for cystic fibrosis exacerbation. The patient has a history of failure to thrive and pancreatic insufficiency with hyperglycemia. He doesn't have any developmental disabilities. He does well in school and participates in basketball, soccer, and baseball. A percutaneous endoscopic gastrostomy (peg) tube with a flange was placed on to establish a gastrocutaneous fistulous tract. A month later, the same surgeon who performed the peg procedure, scheduled the patient for a 6-week follow-up to undergo peg to mic-key conversion. This conversion is a standard plan of care for the pediatric cystic fibrosis patient due to the mic-key gastrostomy tube's advantages for an active lifestyle. Mic-keys come in over 67 various sizes but the size required for this patient was not part of the scheduling request which resulted in the correct tube not being ordered and available on the day of surgery. A locum provider was assigned to perform the procedure. The patient and mother were given the option to have a pre-op visit with the new provider but they chose to wait until the day of the operation. A few weeks later, the patient and mother met the locum surgeon who would be performing the surgery. The surgical consent, confirming the above procedure, was signed at 0845 by the locum surgeon and the patient's mother. The locum surgeon completed the history and physical containing the need for the mic-key feeding tube that has a balloon opposed to the existing tube with a flange. The patient was brought into the operating room at 0903. A surgical timeout was completed at 0919. The certified surgical tech offered the provider the gastrostomy tubes present which included at 2 mic-key 14 fr tubes of different length and a mic-g 18fr tube. The provider chose the 18 french mic gastrostomy tube because the available mic-key tubes were too small for an older adolescent and the current gastrocutaneous fistulous tract. The mic-g was also a balloon type tube which allows for outpatient conversion without the need for anesthesia. The procedure was completed without complications and the patient was transferred to the recovery room at 0938. The patient was discharged home with his mother at 1129. The post-op documentation and operative note all indicate that an 18 fr mic-key gastrostomy tube was placed. Three days after surgery, the mother called the cystic fibrosis clinic to report that the wrong tube was placed. The mother sent pictures of the gastrostomy tube currently placed in the patient's abdomen to confirm it was an 18 fr mic gastrostomy tube and not a low profile mic-key gastrostomy tube. The patient returned to the cystic fibrosis clinic a few weeks later and had the correct mic-key tube placed.